Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was not known. Troubleshooting could not be performed as this was a past event. The customer stated he just kept trying until the bolus delivered. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).